Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for one day for high blood glucose levels (600 mg/dl), and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline while in the hospital. Reportedly, prior to the customer being hospitalized she had air bubbles in her tubing.